Manufacturer narrative:
(B)(4)

Event description:
The customer reported that during a patient event, occurring approximately two hours after an open heart surgery, the patient deteriorated into a shockable ECG rhythm. When the customer attempted to charge their device for defibrillation therapy, the device would not charge. The customer stated that a back up device was near and quickly available for therapy. The customer also stated that the device had logged an event code during the event. The patient survived the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.